Event description:
It was reported the gkc watch was returned after the visit occurred and the tablet would not upload data from the watch properly. The pkg clinic app on the tablet kept crashing and would not work. It was indicated that the issue was related to the pkg watch. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).